Event description:
Complainant wrote a detailed report regarding the u100 insulin syringes mfg by becton dickinson & co. Complainant purchased 100 syringes and states that they cut their finger on a sharp plastic molding mark at the (1) unit. Says that they are much stiffer and found finewire/plastic hair and debris on the white piston rod and was unable to use the syringe.

Event description:
Add'l info rec'd from pt 9/22/03: very odd diabetic syringe, modification to needle body. Three crimps on each side, 180 degrees opposite and spaced. Some have 4 crimped places. Some 6-7 places. They also had some whitish/grey material on the needle and it was tri-sodium nitrate-very painful to touch the subcutaneous skin with this point. The whole 1/2" length dirty, bent and has a yellowish laquer on it. The push necessary to insert was 5-8 times more pressure. The skin stuck to the needle and pimpled up when recovering the syringe.